Event description:
On (B)(6) 2012, the reporter contacted animas to report the pump was dispensing all the insulin during the load step and did not recognize the filled cartridge. There was no patient injury associated with this issue. As the issue was not resolved, this complaint is being reported.

Manufacturer narrative:
The pump has been returned to animas; however, the investigation has not been completed. No conclusions can be drawn at this time. Once the evaluation has been completed a supplemental report will be filed.

Manufacturer narrative:
Follow-up #1 date of submission (B)(4) 2012-device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: a review of the black box indicated that "pump not primed" and "no cartridge detected" warnings occurred. During investigation, a rewind, load, and prime sequence was performed successfully with no alarms. There was evidence of moisture damage found inside the force sensor housing.